Event description:
It was reported that at the patient's previous follow up visit, the battery voltage of the device was 2.85 with an estimated longevity of 8-11 months. The patient returned 2 months later complaining of worsening heart failure in which it was noted that the device had reached elective replacement indicator (eri) and exhibited unexpected longevity. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).